Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection confirmed the fiber was received in one piece with no damage to the fiber body. Microscopic evaluation identified a break at the fiber tip, while the connector was found to be in good condition. Functional testing showed a distorted aiming beam, however, the fiber passed the functional testing. The console displayed an error indicating expired usage. The reported allegation was confirmed. It is likely that procedural conditions, such as physician technique or interaction with tissue, contributed to the fiber tip break. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the moses fibers hazard analysis was completed and confirmed that the events of fiber cap/tip break and first-degree burn were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. According to the device instructions for use (IFU), the following is cautioned: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
During a prostate enucleation procedure, the fiber tip broke between the resectoscope and the bridge, causing a first degree burn (<0.5 cm) on the surgeons left ring finger. The laser was placed on standby, the fiber was trimmed, and the procedure continued without patient complications. The surgeon changed gloves, noted no open wound, and reported initial pain but no lasting discomfort.

Event description:
During a prostate enucleation procedure, the fiber tip broke between the resectoscope and the bridge, causing a first-degree burn 0.5 cm on the surgeons left ring finger. The laser was placed on standby, the fiber was trimmed, and the procedure continued without patient complications. The surgeon changed gloves, noted no open wound, and reported initial pain but no lasting discomfort.

Manufacturer narrative:
The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
During a prostate enucleation procedure, the fiber tip broke between the resectoscope and the bridge, causing a first degree burn (<0.5 cm) on the surgeons left ring finger. The laser was placed on standby, the fiber was trimmed, and the procedure continued without patient complications. The surgeon changed gloves, noted no open wound, and reported initial pain but no lasting discomfort.